Event description:
Inpatient telemetry tracings show sensing and capture failure. Ventricular lead impedance (bipolar) < 100 ohms. Lead is op alert for polyurethane insulation failure and conductor fracture. Lead abandoned.